Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and tandem-provided wall power adapter. There was no reported adverse impact to the customer's blood glucose level. A new charging cable and adapter were sent to the customer.